Event description:
It was reported that a patient's device was taken out due to an infection. No additional information was provided. Further information has been requested, and if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v998462, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).